Manufacturer narrative:
Updated sections: b2, b3, h2, h11. Additional information: the procedure was confirmed as (B)(6) 2025. The date of death was confirmed as (B)(6) 2025. A review of the system logs for the reported procedure date found that no system errors occurred during the procedure. Log review of subsequent procedures could not be performed as the system is not connected to onsite.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that a patient underwent a da vinci-assisted right colectomy for an abscessed colon tumor. The procedure was completed with no report of any intraoperative complications. On post-operative day two, the patient experienced respiratory distress due to a pulmonary embolism and renal failure that required dialysis. The patient¿s condition was further complicated by an unspecified secondary infection ¿on the background of embolism.¿ the patient remained in the intensive care unit for 15 days and ultimately expired due to cardiopulmonary decompensation. The patient reportedly had multiple comorbidities including cardiomyopathy and chronic renal failure. There was no report of any intraoperative da vinci system issues and it was stated that the post-operative complications were not related to the robot. Additional information was requested; however, no response was received.

Manufacturer narrative:
Field b4 - date of death is estimated as (B)(6) 2025 - given that the procedure date was (B)(6) 2025 and the patient remained in the ICU for 15 days before passing. Insufficient information is available for procedure verification; therefore, no da vinci system or instrument logs are available for review. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report died following a right hemicolectomy for a tumor that had an abscess as a potential infection source. The patient developed a pulmonary infection and pulmonary embolism. No allegation has been made regarding any intuitive surgical products or instruments. Based on the information provided in the summary of events, no intuitive surgical product or instrument contributed to this event.